Manufacturer narrative:
Concomitant: d314drg ICD, implanted 2011-(B)(6).

Event description:
It was reported that there had been a lead impedance alert for low impedance on the right atrial (ra) lead. Review of the ra lead t threshold trends showed a slightly increasing threshold with increased variability over time. It was also noted that the right ventricular (rv) lead thresholds were consistently varying over time. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.